Manufacturer narrative:
Refers to the main device, other components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via a manufacturer representative regarding a patient receiving baclofen 500 mcg/ml for a total dose of 146.7 mcg/day, morphine 15 mg/ml for a total dose of 4.4 mg/day, clonidine 2 mcg/ml for a total dose of 587 mcg/day, and marcaine 30 mg/ml for a total dose of 8.8 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2017 patient reported to the emergency room approximately 24 hours after normal pump refill with excessive somnolence. It was noted that the healthcare professional had changed the drug compound to include baclofen, which seems to have contributed to the issue. It was noted that baclofen was added to help the patient with cramping issues they were experiencing. It was noted as not applicable when asked to describe any factors that may have caused, led, or contributed to the issue. Normal pump interrogation was performed and the pump was working correctly. Manufacturer representative went to the hospital and was asked to put the pump at minimum rate so the patient could be managed medically. It was noted that the drug was planned to be exchanged on monday, (B)(6) and replaced with new drug. It was noted that the issue was resolved at time of report, and patient's status at time of report was "alive-no injury." It was noted the pump was set at minimum rate and was planned removal of drug on (B)(6) 2017 and the drug will be replaced with a different compound. It was noted that the pump will be taken out of minimum rate and therapy will be resumed. It was noted no surgical intervention occurred and no surgical intervention was planned. Event date was noted as (B)(6) 2017. Additional information was received on (B)(6) 2017 from the patient's healthcare provider (hcp) via a manufacturer's representative (rep). It was reported that on (B)(6) 2017, the patient's pump was refilled and baclofen was added to the pump's previously compounded mixture of drugs. On (B)(6) 2017, the rep was called to the ER to check and assist with lowering the pump dose to minimum rate due to perceived issues related to the addition of baclofen to the pump. The patient reportedly had an altered mental status and did not know where they were. On (B)(6) 2017, the drug was changed out of the pump, but the hcp was unable to aspirate the catheter. The patient was still at minimum rate. The hcp reportedly did not want to program a bridge bolus and did not want the patient to receive the drug at a normal infusion rate. A revision of the system was planned. Additional information was received on (B)(6) 2017. It was reported that the catheter aspiration was done to remove the old drug from the pump as the hcp did not want the patient to receive any more of the old drug. The patient was sent home with the pump at minimum rate after the catheter was unable to be aspirated. The plan was for the physician to schedule a revision procedure or dye study to determine the issue with aspiration, but it has not been determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.